Event description:
It was reported that this device was exhibiting premature battery depletion. Within 6 months, the battery capacity decreased from 58% down to 9%. Data was submitted to boston scientific technical services (ts) for analysis. Engineering review of the data confirmed that the measure of battery usage had been increasing abnormally. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2019/(B)(6) 2020 emblem s-ICD accelerated depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device was explanted and is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that premature battery depletion was observed. Within 6 months, the battery capacity decreased from 58% down to 9%remaining. A copy of device memory was saved and submitted to technical services. Engineering review of the data confirmed premature depletion, and recommended device replacement due to this anomaly. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.